Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage due to separation between the spiro and set could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2441-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp bur 60d smbore 3ss leaked. The following information was provided by the initial reporter: material no: 2441-0007 batch no (lot no): unknown. It was reported the item (spiros) had a leakage issue connected to the pump set.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage due to separation between the spiro and set could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2441-0007 because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp bur 60d smbore 3ss leaked. The following information was provided by the initial reporter: material no: 2441-0007 batch no (lot no): unknown it was reported the item (spiros) had a leakage issue connected to the pump set.